Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code f08 added. Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 5 short video loops submitted for review. Imaging overall is insufficient to determine cause of embolization; fluoro loop post deployment shows device that seems under compressed; ice video loops of insufficient quality to make any assessment. No imaging shown of embolized device.

Event description:
It was reported that device embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected based on pre-procedural CT imaging, which measured the laa at 23.5 mm in width and approximately 22 mm in depth. Upon deployment, the closure device appeared tightly positioned with slight protrusion, prompting two recaptures. The final deployment was positioned as deep as possible and passed the tug test, indicating initial stability. Approximately thirty (30) minutes after release, while the patient was in recovery, a sudden drop in blood pressure occurred. Echocardiography confirmed device embolization. The patient was placed on extracorporeal membrane oxygenation (ECMO) for hemodynamic support, and the device was surgically retrieved via open chest surgery. It was further reported that the laa was ligated during surgery. The patient remains in the hospital for recovery. It was further reported that as of (B)(6) 2025, 25 days post procedure, the patient remains hospitalized. After the surgery, the patient remained on ECMO for seven (7) days. The patient regained consciousness and was in recovery, however, due to dilated cardiomyopathy (dcmp), ECMO was applied again. It is expected to take about 1-2 months for full recovery.

Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected based on pre-procedural CT imaging, which measured the laa at 23.5 mm in width and approximately 22 mm in depth. Upon deployment, the closure device appeared tightly positioned with slight protrusion, prompting two recaptures. The final deployment was positioned as deep as possible and passed the tug test, indicating initial stability. Approximately thirty (30) minutes after release, while the patient was in recovery, a sudden drop in blood pressure occurred. Echocardiography confirmed device embolization. The patient was placed on extracorporeal membrane oxygenation (ECMO) for hemodynamic support, and the device was surgically retrieved via open chest surgery.

Manufacturer narrative:
A1: patient identifier added. B5 describe event or problem: updated with additional information received. E1: initial reporter email added.

Event description:
It was reported that device embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected based on pre-procedural CT imaging, which measured the laa at 23.5 mm in width and approximately 22 mm in depth. Upon deployment, the closure device appeared tightly positioned with slight protrusion, prompting two recaptures. The final deployment was positioned as deep as possible and passed the tug test, indicating initial stability. Approximately thirty (30) minutes after release, while the patient was in recovery, a sudden drop in blood pressure occurred. Echocardiography confirmed device embolization. The patient was placed on extracorporeal membrane oxygenation (ECMO) for hemodynamic support, and the device was surgically retrieved via open chest surgery. It was further reported that the laa was ligated during surgery. The patient remains in the hospital for recovery.